Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 was having an alarm 401 -inspiration valve or device leaky. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Result of investigation: vyaire medical was unable to confirm the issue as reported issue was not reproduced at fa lab. A visual inspection of the life block assembly revealed no signs of physical damage. The assembly was installed and powered up on a known good top-level system. There were no alarms after a successful boot-up sequence. The system was then cycled for more than an hour with no alarms triggered. The system was then power cycled a total of ten times, with no alarms being triggered with each power on.v6.0.1600.0 contains a software bug in the improved internal o2 sensor communication handling and has been fixed in v6.0.1700.0. In production, this unit had been converted from moog vents to micronel vents. In production, this unit had been converted from moog to micronel vents. Because patch 16 was put on hold, the software was downgraded to v6.0.1200.0 before being shipped to the customer. Most likely, the blower type change was not saved during production because patch 12 / 13 was not yet capable of handling moog blower type, and it went undetected until customers updated to patch >=16.